Manufacturer narrative:
(B)(4). B3: event date is the accepted date of the article. G2: foreign ¿ turkey. G2: akbulut, d., akgun, h., & coskun, m., (2025). Comparison of outcomes in total hip arthroplasty for unilateral crowe type IV hip dislocation with and without femoral shortening osteotomy: determining factors for shortening. The journal of arthroplasty, 2026 (41), 1473-1481. Https://doi.org/10.1016/j.arth.2025.09.030. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
A journal article was obtained on 22-may-2026 that reported a retrospective cohort study from turkey. The purpose of the study was to compare the clinical and radiological outcomes of total hip arthroplasty in patients who had unilateral crowe type IV hip dysplasia who underwent femoral shortening osteotomy versus those who did not. The study reviewed 82 patients divided into two groups; subtrochanteric femoral shortening osteotomy (sfso) (49 patients), who needed femoral shortening, and non-sfso (33 patients), who did not. Surgeries were performed between january 10, 2016, and november 23, 2022. All patients in the study used the wagner cone prosthesis hip stem and the trilogy acetabular hip system. A 44 mm acetabular cup was placed using the press-fit technique. All patients received a 44 mm acetabular cup, a 28 mm ceramic femoral head, and a bearing made of ceramic or polyethylene. Plates and cables were used as needed for additional fixation and rotational stability of the osteotomy region. The mean age was 38 years (range, 23 to 66). The mean follow-up period was 5.2 years (range, 2.1-8 years). Radiographic follow up was conducted in the second week, sixth week, third month, sixth month, and one year. The article reported that 1 patient experienced postop sciatic nerve palsy. The patient was obese and experienced early mechanical failure of the acetabular cup leading to revision. During the revision, the sciatic nerve was found intact. In the follow-up, the tibial nerve recovered, but the peroneal branch did not. Due diligence is in progress for this complaint; to date no additional information or product has been received.